Manufacturer narrative:
As of this filing, the "used" singular polypectomy snare has not yet been returned from the user facility for evaluation. The investigation remains in process. A supplemental and final report will be filed upon the completion of the product evaluation and complaint investigation. Device not returned but is expected.

Event description:
The end user facility reported that during use of a singular polypectomy snare in a colonoscopy procedure and while attempting to resect a second polyp, the tech felt a lot of tension when trying to open the snare and when it finally gave way, the snare wire completely fell off the end of the catheter. The snare loop was retrieved from the patient colon with the use of a biopsy forceps. Using a second snare, the second polyp was removed and the colonoscopy procedure was otherwise completed with no further complications or patient injury. This report is raised on the basis of potential injury with recurrence.

Manufacturer narrative:
One 000985 disposable snare was returned and sent to conmed quality assurance laboratory for evaluation regarding "the snare wire completely popped off and out of the catheter." The visual inspection noted the loop wire was detached from the loop assembly connector (the loop was not returned). Examination of the connector showed a rectangular shape which confirms the connector was swaged (crimped). However, the characteristic hour-glass shape of the loop end was not present. The complaint is confirmed based on the condition of the returned device. This failure mode is addressed in the risk document and the risk analysis shows an acceptable risk level. A review of the product's DHR verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. The device was manufactured 14-jan-2016, with a lot size: (B)(4) pieces. (B)(4). As a result we have opened an investigation. The conmed singular and conmed optimizer polypectomy snares are single patient use, one piece, disposable devices consisting of a proximal handle, outer sheath, internal drive wire, and distal wire loop. All parts of this device that exit the distal end of the endoscope are considered applied parts. To reduce the risk of breakage and injury to the patient, the instructions for use (IFU) provides the following precautions and warnings: - this device is intended for single patient use only. The product and the packaging have not been designed or tested for reuse. The ability to effectively clean and re-sterilize this single use device and subsequent reuse may adversely affect the clinical performance, safety and/or sterility of the device. - inspect the snare device for kinks, fraying wire or any other damage that may have occurred during transit. Open and close the snare loop to confirm smooth movement. Do not use if snare device is damaged. - do not pretest the snare with electrocautery outside of the patient. This could cause overheating of the snare and cause it to fray or break during the procedure resulting in a potential burn to the patient. - to help prevent inadvertent injury or perforation of internal organs and body structure, polypectomy should always be performed under direct endoscopic vision. - the electrosurgical generator should be placed on the off position prior to advancing or removing the snare through the endoscope to avoid injury to the patient or equipment that results from improper electrical grounding. Ensure that the patient is grounded prior to use of the monopolar electrosurgical generator and polypectomy snare to avoid patient injury. - snares should only be used by or under the supervision of physicians thoroughly trained in endoscopic polypectomy and electrosurgical generator set-up and operation. Snares require an endoscope with a minimum working channel of 2.8 mm.